Event description:
Customer reported that the insulin pump was cracked at the battery compartment. The blood glucose reading was 45 mg/dl. Customer treated with food. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched display window, stained end cap sticker and broken battery tube threads.